Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator had a blank screen upon start up. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue. The unit meets manufacturer's specifications.

Manufacturer narrative:
The vyaire medical failure analysis laboratory performed a further evaluation of the sipap sensor valve printed circuit board assembly (pcba). An evaluation of the component found no faults. The pcba meets manufacturer's specifications.